Event description:
A malfunction alarm, identified as malf 0, was reported for a customer's pump, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer's pump was determined to be under warranty, and it was scheduled for replacement by technical support. The customer had already discussed backup therapy with a diabetes educator before contacting support. Instructions were provided to place the pump in storage mode and return it via a pre-paid label.